Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-12. It was reported that the patient¿s entire system was explanted on (B)(6) 2017 due to the infection and a replacement system was planned in three months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. The patient stated that their device is infected, and their physician plans to remove it. No explant surgery has been scheduled at this time. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.